Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient is experiencing warmth near the implant pocket. The sensation lasts for "hours at a time". The device remains in use. No patient complications were reported as a result of this event.